Event description:
It was reported to philips that the system's c-arm track was broken and hanging down. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system's c-arm track was broken and hanging down. No service or technical support had been provided to the customer by philips, due to end of support status of the device. The codes were updated based on the investigation outcome. Evaluation method code was corrected.